Event description:
It was reported via clinical study, that the 53 yo female patient was experiencing aseptic glenoid and humeral loosening (post-op.) The date of adverse event onset is (B)(6) 2023. The patient was revised on (B)(6) 2023. The patient¿s outcome was last known as resolved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone and the humeral component and the bone, which led to aseptic (non-infected) glenoid loosening and humeral loosening respectively. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.